Event description:
Customer called to report the reservoir leaked insulin between o-rings and he smells insulin in the reservoir compartment.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.